Event description:
It was reported that while performing a greenlep case, the patient suffered a ureteric injury. The patient was subsequently given a ureteric stent (during the procedure). Reportedly, the ureteric injury was recognized at the end of the procedure as the surgeon performed the post enucleation bladder check; unknown at which point during the process the injury occurred. "Energy delivery was minimal - around 200kj". The patient was being treated for "bladder outflow obstruction secondary to benign prostatic enlargement." There was no further information available.